Event description:
(B)(4).

Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, manufacturer narrative. The central monitoring system (cns) crashed and does not turn on. The unit was evaluated and the customer's complaint could not be duplicated. The hard disk drive was replaced as a precautionary measure. The unit was tested and burned in for two days. All steps in the maintenance check sheet were completed per service manual. The unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Defective device requested for repair and failure investigation.